Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited a screen/user interface malfunction in which the unlock slider could be moved and the device vibrated as if unlocked, but the screen did not open, consistent with a touch/lock screen responsiveness failure; replacement was arranged and the original device return was requested. Symptoms included no clinical symptoms, with blood glucose not impacted and no alerts or alarms reported. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting, review of user-provided videos, and collection of device history and return logistics for further assessment. Investigation of this device revealed the ilet was powered on and the lock screen slider was able to be engaged. This was repeated several times, and the device was successfully unlocked each time.